Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an intervention in the operating room, the doctor used the inflation device with its rotating tip. However, it was found that the pressure of the device could not be increased. The new product was used to continue the procedure. A crack was observed during an internal investigation. There was patient involvement but there was no harm reported.

Manufacturer narrative:
D9 - date returned to mfg: 2/12/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected; a crack was observed on the adaptor surface. An additional internal crack was observed at the base of the internal luer. No other damages or anomalies were observed. Three (3) customer images were returned showing the leaking luer connector when a stopper is used. An internal crack is also shown. The complaint of cracked can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.